Manufacturer narrative:
Initial

Event description:
It was reported that an ilet pump with serial number (B)(6) displayed alert 53 related to cap touch communication, the sleep/wake button was unresponsive, and the screen would only turn on when placed on the charging pad; the user attempted app-initiated restarts without resolution, and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a cap touch communication failure, and a replacement device was provided. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.